Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 416 mg/dl and 209 mg/dl. The customer was treated with insulin manual injection. The customer reported that the insulin pump was fluid exposed to moisture and also reported that they had huge air bubble/gap in pump, ran insulin through tubing, but continued to get high blood glucose in reservoir and noticed fluid from leaking reservoir. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.